Event description:
New information received noted the lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal and external insulation abrasion were noted at 10.5-15.0cm from the lead tip. The etfe coating was abraded at this location. Externalized conductors due to internal and external insulation abrasion were noted at 12.5-14.5cm from the lead tip. External insulation abrasion was noted at 7.0-8.5cm from the lead tip. External and internal insulation abrasion was noted at 7.0-8.5m from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that on x-ray of the lead externalized conductors were observed. The electrical parameters of the lead were normal. The patient condition is good. The physician will monitor the patient.